Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, on (B)(6) 2006, the patient experienced occasional pelvic pain. On (B)(6) 2011, the patient was diagnosed to have a kidney stone. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.